Event description:
A us distributor reported that a patient was experiencing a service code 204 and "connect electrode belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿connect electrode belt¿ messages, service code 204) was confirmed due to the orange (lead 2) pulse wire being pinched at the ECG ¿c&d¿ cable. The belt did not pass ECG falloff testing. The root cause for the pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.